Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient was hospitalized. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with a total of 1.5 ml of radiesse® with 1:1 dilution into the portions of the lower and posterior third of the face and in the angle of the mandible, on (B)(6) 2019. The portions of the lower and posterior third of the face were injected using a cannula, while needle was used to inject into the angle of the mandible. The patient was concomitantly injected with 4 syringes of voluma® and volift® in the malar region, nasogenian sulcus and mento region. The patient was treated with hyaluronic acid in the past, but never with radiesse®. She was a non-smoker. Further patient's medical history was reported as none. In (B)(6) 2019, approximately 4 days after radiesse® treatment, the patient developed nodulation and pustule, which worsened with the onset of erythema and edema throughout the right parotid area. The patient sought an otorhinolaryngologist who requested ultrasonography and diagnosed infectious parotitis. A hypothesis of contamination via intra oral or dental was made. Corrective treatment included clavulin, without improvement of the condition. The patient contacted head and neck surgeon, who prescribed ceftriaxone and hospitalization. CT scan was performed which showed liquid collection, with no signs of calcium accumulation. The physician evaluated the possibility of drainage of the affected site. The outcome of the event was reported as unknown. As per reporter, it was unknown if the event was permanent. In the opinion of the reporter, the event was not life-threatening and related to radiesse®.